Event description:
It was reported that after an interventional carotid procedure, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, an unknown problem occurred, which required the use of a second proglide device to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: during needle deployment, the needles did not cross the vessel wall; therefore, the needles did not connect to the cuffs. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned proglide device revealed that although a needle-to-cuff miss was reported; needle deployment and suture retrieval were successful as indicated by the anterior and posterior needles being captured by their subsequent cuffs. Additionally, approximately one and a half inches of the rail suture that remained attached to the needle plunger, was cut. A needle-to-cuff miss may be due to a number of factors including, but not limited to operator deployment technique, manufacturing, or patient anatomical conditions. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During manufacturing, the needle trajectory of every device is verified twice. Additionally, a sampling of units is destructively tested to verify product quality, to include suture placement, to verify the functionality of the device. Patient anatomy may contribute to a needle-to-cuff miss. A femoral angiogram performed prior to arteriotomy closure revealed no vessel calcification, vessel tortuosity, or scarring at the access/groin site. Based on the return device investigation, the reported product experience that occurred during suture/needle deployment could not be confirmed, and a definitive cause could not be identified. A review of the lot history record revealed no non conforming material report associated with this lot. A review of the complaint handling database for lot did not reveal any other incidents reported for continued bleeding. A product quality deficiency was not noted. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.